Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patient's left eye (os) in early 2022. The lens was explanted in early (B)(6) 2024 due to pressure problems. The patient had bad pressure spikes on day of surgery and it developed into retinal/macula complications, as well as narrowing of the angles. The patients vision was damaged. Additional information has been requested but none has been forthcoming.